Event description:
Bausch & lomb, stellaris pc with laser, functioned therapeutically, but did not record the number of intraocular burns administered. This occurred with (2) separate pts, on (2) separate days: (B)(6) 2020, (B)(6) 2020. Reported to bausch & lomb rep (B)(4). Ref mw5092536. FDA safety report ID# (B)(4).